Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated due to suspected premature battery depletion. This device is expected to be evaluated further at the next follow up appointment. This device remains in service. No adverse patient effects were reported.